Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A review of angiogram revealed a medial positioned access and an occluded dissection proximal to the access site. The device lot history record review for lot number 73c2400113 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following closure, blood flow was noticeably slow. No external bleeding was seen although a post-deployment angiogram revealed blushing. Manual pressure was held, and balloon angioplasty was applied to the site. A follow-up post-angiogram indicated no further blushing and flow had been restored. The patient did not experience any harm or health consequences due to this event, and the outcome post-procedure was stable. The root cause of the slowed flow likely is contributed to user error due to poor patient selection. There is believed to be no device failure. The procedure was completed with this manta device.

Event description:
It was reported that: "post manta deployment there was noticeable slow in flow post angiogram with slight blushing. Patient was post tavr valve size 20 with 14f sheath removal. Sheath was "tight" per provider going in. Artery was 7.1mm right femoral artery. Micro puncture and ultra sound used for access. Single stick to right femoral artery mid femoral head. Depth was 3+1cm. Patient weight was 41.7kg. Mild tortuosity, with mild posterior calcification. Direct pressure was held. While left sheath exchanged for long 6f sheath. Wire and balloon advanced and site angioplasty. Post angiogram had timi 3 flow and no blushing. Sbp 120's/60's-70's prior to deployment. Act pre valve deployment was 269. 5000 units heparin and 50mg protamine were administered during the procedure. The patient was reported as fine post the procedure."

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "post manta deployment there was noticeable slow in flow post angiogram with slight blushing. Patient was post tavr valve size 20 with 14f sheath removal. Sheath was "tight" per provider going in. Artery was 7.1mm right femoral artery. Micro puncture and ultra sound used for access. Single stick to right femoral artery mid femoral head. Depth was 3+1cm. Patient weight was 41.7kg. Mild tortuosity, with mild posterior calcification. Direct pressure was held. While left sheath exchanged for long 6f sheath. Wire and balloon advanced and site angioplasty. Post angiogram had timi 3 flow and no blushing. Sbp 120's/60's-70's prior to deployment. Act pre valve deployment was 269. 5000units heparin and 50mg protamine were administered during the procedure. The patient was reported as fine post the procedure."